Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right ventricular (rv) lead and pacemaker exhibited noise oversensing which led to pacing inhibition. Additionally, the rv lead exhibited low impedance measurements and during the procedure the physician diagnosed that the rv lead had an insulation breach. The rv lead and the pacemaker were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction - section b5: the initial report 2017865-2025-28241 did not have information regarding the atrial lead.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right ventricular (rv) lead and pacemaker exhibited noise oversensing resulting in pacing inhibition. Additionally, the rv lead exhibited low impedance measurements. During the procedure, the physician diagnosed the rv lead had an insulation breach and in the process of removing the rv lead, the physician had to disconnect both rv and right atrial (ra) leads which led to ra lead dislodgement. The pacemaker, rv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.